Event description:
The device was used during an unspecified procedure. Reportedly, a component disengaged into the pt's cavity. The surgeon was unable to retrieve the component and reported no pt injury.